Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump shutting down on multiple occasions. The customer¿s blood glucose (bg) was "high" (specific bg value was not provide). A correction bolus via the pump was delivered to address bg. Reportedly the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.